Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Additionally, the patient reported they will no longer be performing pd therapy. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient arrived at the outpatient pd clinic on (B)(6) 2023 for a scheduled appointment. During the visit, the patient reported they awoke during the night (within the last 48 hours) and felt something wet. The patient noted the transfer set had disconnected, after which they reconnected it and completed ccpd treatment. The patient¿s peritoneal effluent fluid was cultured but appeared clear upon inspection. The patient was not experiencing any abdominal pain; therefore, the patient was prescribed oral keflex 250 mg three times a day for three days or until the culture results become known. On (B)(6) 2023, the patient¿s culture results returned positive for multiple organisms (enterococcus faecium, pseudomonas aeruginosa, and staphylococcus epidermidis) and the patient was instructed to go to the emergency room. It should also be noted when the pdrn contacted the patient, they seemed ¿not themselves¿ and was slow to respond. The patient was admitted, diagnosed with peritonitis, and treated with antibiotics (drugs, dosages, route, durations, frequencies not provided). While hospitalized the patient was transitioned to hemodialysis (hd) due to the patients¿ request, in addition to clinical concerns regarding the patient¿s safety and ability to perform ccpd therapy. The pdrn attributed causality to the contamination of the transfer set and the patient¿s on-going diarrhea. As of (B)(6) 2023, the patient remains hospitalized and is recovering from the events. During follow-up, there was no allegation a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events.

Manufacturer narrative:
Correction: b3 (event date), d10 (therapy dates of concomitant products)

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Additionally, the patient reported they will no longer be performing pd therapy. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient arrived at the outpatient pd clinic on 17/nov/2023 for a scheduled appointment. During the visit, the patient reported they awoke during the night (within the last 48 hours) and felt something wet. The patient noted the transfer set had disconnected, after which they reconnected it and completed ccpd treatment. The patient¿s peritoneal effluent fluid was cultured but appeared clear upon inspection. The patient was not experiencing any abdominal pain; therefore, the patient was prescribed oral keflex 250 mg three times a day for three days or until the culture results become known. On 21/nov/2023, the patient¿s culture results returned positive for multiple organisms (enterococcus faecium, pseudomonas aeruginosa, and staphylococcus epidermidis) and the patient was instructed to go to the emergency room. It should also be noted when the pdrn contacted the patient, they seemed ¿not themselves¿ and was slow to respond. The patient was admitted, diagnosed with peritonitis, and treated with antibiotics (drugs, dosages, route, durations, frequencies not provided). While hospitalized the patient was transitioned to hemodialysis (hd) due to the patients¿ request, in addition to clinical concerns regarding the patient¿s safety and ability to perform ccpd therapy. The pdrn attributed causality to the contamination of the transfer set and the patient¿s on-going diarrhea. As of 29/nov/2023, the patient remains hospitalized and is recovering from the events. During follow-up, there was no allegation a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events.